Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were multiple cracks and fractures to the female end of the valve. One of the returned valves had a 1422 multi adaptor attached that was not frozen into place. The multi adaptor was removed and then inserted back into the female end of the value. The multi adaptor was only pushed far enough into the value to create a secure fit. Once a secure fit was achieved, the pushing force was concluded. No cracks/fractures were visually noted using this technique for a secure fit. The complaint has been confirmed. The root cause has been assigned to clinician/user technique. The multiple fractures created on the female end of the valve is the result of the multi adaptor being forced beyond normal or necessary means to achieve a secure fit. It is not necessary, neither is it required by the IFU , to force the multi adaptor into the valve until the valve bumps against the multi adaptor stop collar. A secure fit can be achieved before so much force has been applied to cause valve cracks/fractures.

Event description:
Customer complaint alleges that the device is "cracking/breaking during use." No report of patient injury or harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Product sample is necessary to perform a proper investigation to confirm the alleged defect reported, determine the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges that the device is "cracking/breaking during use." No rpeort of patient injury or harm. Patient condition reported as "fine".